Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the channel tube of the colonovideoscope was clogged, which was reported out of caution and lack of information (unsure if foreign material was present). However, the device was evaluated and discovered a leakage issue. Therefore, if foreign material was discovered, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the channel tube of the colonovideoscope was clogged. The issue occurred during an unknown event. There were no reports of patient harm.